Event description:
It was reported by an epileptologist that a vns pt experienced intermittent pain in the chest generator area and electrode site due to unk reason. The epileptologist indicated the pain was not always associated with stimulation and current diagnostics were within normal limits (no specifics). The epileptologist reduced the pt's settings from 1.75 ma to 1ma, in turn this reduced the pt's pain. Moreover, f/u from a company rep with the epileptologist revealed the pt is doing well and was not complaining of pain or any migration. The epileptologist does not believe the pt's device migrated as there might have been a complaint from the pt regarding the event. Additional information was rec'd from a company rep indicating the pt continued to have painful stimulation at the neck site and now felt like there was a knot there. The pt's epileptologist was now referring the pt to the surgeon for possible full revision. At the moment, it is unk if medical intervention is being taken for the reported painful stimulation as good faith attempts to the treating epileptologist have been unsuccessful to date.